Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with error code (empty calibration table). No patient involvement/harm was reported. The event date was not specified, estimate used.